Event description:
An aide at a personal care home reported that meter to lab comparison tests were done for a resident. The aide stated readings were obtained on a new resident. The new resident was given extra glucatrol based on the results, and would become "lethargic". After a 228 mg/dl meter reading at 8:30pm, a nurse at the home drew blood at 9:50pm for lab test of 143 mg/dl. No treatment or hospitalization. Rptr stated that there was no dehydration. Rptr did not know if confirmation dot was completely covered, or the cleaning method used. No harm was alleged.